Event description:
The customer reported via phone call that she had been in the hospital and needed to change her infusion set. Customer did not have the mushroom adapter to insert the infusion set. Customer was hospitalized on (B)(6) 2015 with high blood glucose. Customer was throwing up and was hospitalized with diabetic ketoacidosis. Customer was given anti-nausea medicine and insulin. Customer also had gastrointestinal issues. Customer was wearing the pump at the time of the hospitalization. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.